Event description:
It was reported that the right ventricular lead exhibited noise, intermittent capture and high lead impedance due to lead fracture caused by clavicular crush. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).